Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test and error test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the faulty force sensor system. The pump was unable to verify compromised force sensor system alarms due to motor error alarms. The pump was unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked end cap.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 378 mg/dl. The customer treated with injections via syringe. The customer stated that the bar showed half way full and he cannot get the pump to do anything else. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.